Event description:
It was reported the patient¿s implantable neurostimulator (ins) was not working. The health care provider (hcp) didn¿t know exactly what was wrong with the ins or how long it had not been working. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).